Manufacturer narrative:
Model number/catalog number: 72400024, (B)(4), description: balloon fgs 61-70 cm, expiration date: 09/08/2011. Model number/catalog number: 72400098, (B)(4), model/catalog description: control pump fgs, expiration date: 08/07/2011.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to loss of function. A new artificial urinary sphincter device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to loss of function. A new artificial urinary sphincter device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.